Event description:
It was reported that the patient was inpatient due to an acute stroke and seizures, and it was unknown if the event was related to vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.